Manufacturer narrative:
Pending results of investigation.

Event description:
Unspecified date: false negative result on the consult diagnostics hcg urine cassette for an unspecified amount of patients. Patients presented to facility with an over-the-counter pregnancy test that provided a positive result (brand/specificity not provided). Confirmatory blood test provided a positive result. Exact result not provided. No adverse patient outcomes reported. No patient information available at the time of the call. Although further information was requested, no further information was provided. Troubleshooting was performed with the customer with an emphasis on storage, handling and technique per the corresponding package insert-no deviations noted.

Manufacturer narrative:
Update to d4: UDI added update to d9: device return received by shipping on 30 july 2020. Investigation conclusion: retained and returned devices from the reported lot number were tested with qc cut-off controls (20 miu/ml) and high-hcg clinical urine samples (205.3iu/ml, 213.8iu/ml, and 213.9iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.